Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor (gold). The motor was tested outside the device and passed. Unable to perform excessive no delivery test due to prime anomaly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error and no delivery during bolus. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised to perform filling cable and could see drops at the end of the cable. The customer was advised to perform a 5 units filling cannula. Customer stated that 5 units were completed but no insulin exited by the end of cable. The customer was advised that the pump needs to be replaced. The customer was advised to revert to backup plan.